Event description:
It was reported the patient experienced telemetry, coupling and communication issues and hadn't been able to feel stimulation or recharge her device since prior to (B)(6) 2012. An overdischarge was suspected which was reportedly due to patient compliance. It was also reported the last time the patient felt stimulation or had a successful recharging session was two to six months prior to report. The patient attempted to use the antenna locate feature and it was reported a power-on reset message was displayed on the patient's device and then it led to a normal recharging screen. It was reported the patient was able to recharge the device but could not turn on therapy. It was also reported the patient received a warning message with a power-on reset condition and a "call doctor" screen was displayed. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v060415, implanted: (B)(6) 2007. Product type: lead: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).